Event description:
The manufacturer received information that a trilogy 202 ventilator was evaluated by manufacturer's remote service for evaluation the ventilator failed the oxygen (o2) flow test. No harm or injury was reported. The air exchange control module (aecm) required replacement to address the issue. The customer is taking responsibility to repair the device.